Event description:
The day prior to the date of this report,the patient had new pain. Patient states on a scale of 1-10, it was a 20. Patient reports he felt nauseated and believed he heard his alarm. The patient was unable to get a bolus due to error code 8310 on personal therapy management (ptm). It was reported that the pump will need to be re-updated and ptm recoupled to the pump to resolve the ptm issue. The drug being used in the pump was hydromorphone (dilaudid) 10.0 mg/ml, 2.40mg/day. It was later reported that the alarm was not heard, but confirmed by telemetry. Telemetry confirmed a critical alarm, meaning "safe state" occurred. The patient experienced a fall on/around (B)(6). The pump was implanted in the posterior and this was where impact of fall was felt. After the fall, the patient experienced a return of symptoms. The pump was read on (B)(6) and logs showed pump in "safe state" on (B)(6), at 0335 and pump in "safe state" on (B)(6) at 1609. The pump was reprogrammed at that time. In addition, the patient experienced an underdose with symptoms of nausea, general uneasiness and a metallic taste in his mouth. On the afternoon of the report, the patient was doing well; the metallic taste in his mouth and general uneasiness were gone and the nausea was mild compared to severe after the incident. Additional information revealed no battery was reset, no electro-magnetic interference (emi) was involved and during the emergency room visit, there was no exposure or imaging noted. The issue was resolved and the patient was doing well with good pain reduction and has had successful ptm bolusing with no audible alarms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 87 31sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n260781, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt ¿very sick¿ and experienced withdrawal.